Event description:
It was reported that while performing radiofrequency ablation at 48 watts and 12 joules, an episode of sinus arrhythmia was noted. Immediate stabilization protocols were followed to which the anesthesiologist administered magnesium, lidocaine, esmolol, and butyl hyoscine, allowing for the completion of the procedure. Post-procedural evaluation confirmed the patient was stable. There were no loose components.

Manufacturer narrative:
D10 concomitant product: tts-1100, tts-1100 barrx chan rfa endoscopic cath (lot#: b000003323); 1190a-115a, 1190a-115a haloflex energy generatorx1 (serial#: (B)(6); flexcc-020a, flexcc-020a barrx rfa output cable (lot#: 49001353). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.